Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, five short port btt black inflation valves dislodged/popped. As a result, the balloons would not remain inflated. Replacement kits were used to complete the procedures. The hosp did not report any pt complications. These incidents occurred over the last three weeks and the exact date of events were not known. Since it is unk the date of event(s), the quantity used in each event, all five will be tracked under one case. This report is for the third device.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.